Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: d10, e2, e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the failure. Additionally the fse speculated the cause to be likely attributed to a flow restriction with the iab catheter. The unit passed all functional and safety test as per manufacturer's specifications.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) silently went into standby mode. No harm reported.